Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the ins will "work 2.3 minutes and just shuts off." The patient also stated that they have been leaking more since this issue started. At the time of the call the patient did not feel stimulation and stated that they have to actually turn it back on each day. This issue began about one week prior to the call. Patient status is unknown at the time of this report.